Event description:
It was reported the procedure was to treat a lesion in the superior mesenteric artery. The 6.0x60mm xpert pro self expanding stent system (ses) was advanced to the target lesion however the stent was unable to be deployed. The ses was withdrawn; it was noted the stent and shaft were bent in the middle and the stent was partially deployed. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported stent material deformation and the reported difficult or delayed activation were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the reported shaft bend/noted outer member kink; thus resulting in preventing the shaft lumens from moving freely resulting in the reported difficult or delayed activation and the noted partially deployed stent. The reported bent stent was unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.